Event description:
It was reported there was no telemetry with the stimulator. The health care professional was concerned there was a device failure because the patient had had a surgery with a cautery knife and a magnetic resonance imaging (MRI) performed. The device was replaced and the patient outcome was no health hazard.

Manufacturer narrative:
The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of ins model 7426cw, serial# (B)(4) showed that there was not telemetry in the functional bench test. The battery pack was expanded with a punchout hole in #3 setscrew grommet . There was foreign material found in the connector ports. There was no output at all electrode pairs. Destructive analysis performed showed that both b-battery bond wires and the case bond wire were lifted from their respective hybrid bond pads. The epoxy bond was broken between the hybrid and both battery terminals. The battery voltage was tested at 3.7v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.